Manufacturer narrative:
Corrected data: h6 medical device problem code. One 6f engage introducer sheath was received for evaluation. The sideport tubing was no longer attached to the hemostasis body. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing and is consistent with the reported patient bleeding.

Event description:
Post procedure, a sideport detachment occurred. The introducer was inserted into the patient at (B)(6) and arrived at (B)(6) a few days later. When exchanging the pressure set, the tube of the introducer detached and bleeding occurred. The bleeding stopped following removal of the introducer.